Event description:
It was reported that the spo2 beat sound tone is virtually identical to the ECG beat sound tone. While monitoring a pediatric patient, the spo2 % dropped to 35% while the clinician continued to hear a steady beat sound tone and it turned out to be the ECG beat sound tone. This resulted in a 60 second delay in treatment. The patient required 100% oxygenation. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.